Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 8 years and 10 months due to perivalvular leak. Based on the follow-up with the health-care provider, the explant was patient related and not related to any device malfunction. No other details reported.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the root cause of the reported event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization. No further actions are possible with the available information.